Event description:
A complaint was received from a nursing home aid that stated aid recently changed the batteries and the meter is not responding. Also, the complainant stated that the display is blank. While on the phone a review of the operation of the system was conducted. Upon inserting a reagent strip the display would not activate nor would the system beep. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.